Event description:
It was reported that air was observed in the sheath. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the catheter into the sheath and advancing the wire to remove excess air from guidewire lumen, the sheath was aspirated. Continuous accumulation of air bubbles was noted with aspiration. Excessive bubbles were observed in the flush port and aspiration syringe. No air was seen in the patient. The catheter and guidewire were removed and flushed. The catheter was reinserted again, but the bubbles continued on aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that air was observed in the sheath. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the catheter into the sheath and advancing the wire to remove excess air from guidewire lumen, the sheath was aspirated. Continuous accumulation of air bubbles was noted with aspiration. Excessive bubbles were observed in the flush port and aspiration syringe. No air was seen in the patient. The catheter and guidewire were removed and flushed. The catheter was reinserted again, but the bubbles continued on aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.